Event description:
It was reported that huber needle is replaced every tuesday for patient. A situation in which the safety mechanism does not operate during needle removal and the needle is not stored. There was no reported patient injury. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. This complaint was received as part of a clinical survey. Contact information and specific patient details were not disclosed as part of the survey. As such, additional information and the subject sample cannot be obtained. The complaint of difficulty advancing the safety mechanism is confirmed, but the root cause could not be determined. One 20 safestep infusion set without y-site was returned for evaluation. An initial visual observation revealed use residues throughout the returned safestep infusion set. The safety mechanism was not engaged upon the return of the device. A functional test of attempting to engage the safety mechanism revealed difficulties advancing the needle safety. The needle safety mechanism was able to be fully engaged after forceful advancement . A microscopic observation revealed a bend towards the proximal end of the safety mechanism after the safety was engaged. Because it could not be determined whether the bend in the needle occurred during use or before use, the complaint of difficulty engaging the safety mechanism is confirmed, but the root cause could not be determined. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported that huber needle is replaced every tuesday for patient. A situation in which the safety mechanism does not operate during needle removal and the needle is not stored. There was no reported patient injury. No other information was provided.